Manufacturer narrative:
One optical module om2 cable was returned for product evaluation. During the examination the sv02 readings fluctuated between 82 and 97 while moving the end of the cable. Further visual inspection found that the pins were contaminated with a salty residue. This resulted in poor contact with the sv02 connector of the testing monitor. However, the cable passed the in-vitro and in-vivo calibration tests. The cable continuity was tested and it was found to be good. Further investigation is being performed and any new information results will be submitted in a supplemental submission. The device service history record review was completed and all manufacturing inspections passed with no non conformances. The fluctuating sv02 readings were found during product evaluation. At the facility, there was an error message present that alerted the clinicians to a possible issue. In addition, the suspect om2 cable was unable to calibrate at the facility. The cable will be taken out of service and destroyed. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Svo2 is one indicator of multiple hemodynamic parameters that is used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is possible that saline ingress was a contributing factor in the malfunction of the product. The IFU clearly states that sterile alcohol preps containing 70% isopropyl alcohol can be used to clean the optical module housing and the connecting cable. Cotton tipped applicators can be moistened using sterile alcohol preps and gently applied to clean the optical fibers recessed within the front of the optical module. The IFU also states ¿do not immerse¿ and ¿do not steam, radiation or eo sterilize.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the optical module om2 cable was unable to calibrate. There was a fault message of ¿unstable signal¿ error display. This occurred before patient use. There was no patient involvement.